Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The mynx vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally, the mynx vascular closure device instructions for use (IFU) states: "the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration". The review of the lhr (f1435004) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the patient had no complications during the procedure. The patient came back to the facility a few days later with cellulitis of the access site. The patient had to have a peripherally inserted central catheter line inserted and given vancomycin intravenously. The patient was not hospitalized. Procedure date: (B)(6) 2015; procedure type: intervention peripheral; sheath size: 6f.